Manufacturer narrative:
The subject device was not returned to osmc for investigation. Osmc considers that disconnect of a cord to the device caused this event. The device instruction manual has provided the connection method of a cord and warned users that "make sure electricity is supplied to the instrument when making an incision. Incision without electricity may result in bleeding or mucous membrane damage." This report is being submitted as a medical device report is an abundance of caution.

Event description:
Olympus medical systems corporation (omsc) was informed that a polyp was cut mechanically during polypectomy. The doctor stopped bleeding with clips and completed procedure. After that, the patient returned home but he came to the hospital again due to bleeding. Since incomplete hemostasis was found through endoscopic examination, the doctor used clips to stop bleeding. The doctor investigated the causes of this event and a cord turned out to be disconnected from the plug of the device. The doctor said that the patient was well.